Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Possible stock numbers: 25-308-84-09, 25-308-87-09, 25-306-09-09. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated report: MDR 9610905-2020-00119.

Event description:
It was reported that product was removed due to non-union.